Event description:
Per the clinic, the patient experienced facial nerve stimulation. The device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device.the device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.